Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had the vial open for four months, it is not recommended test with strips from vial open more than three months per user guide instructions.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 100-150mg/dl fasting. Verified the strips expire 3/25/2018. Reviewed meter memory: (B)(6). Unable to obtain a back to back blood test as customer did not know how long he had th test strips open for; customer stated a while ago and probably more than 4 months. Customer mentioned that the results in the meter memory had the correct time and date however, results were all in the morning (am) not in the evening (pm). Customer also mentioned he just had eye surgery but stated he is not taking any new medications.